Manufacturer narrative:
Block d.2b; additional applicable product code: qrb. Additional suspect medical device component involved in the event: brand name: infinion? Cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7079216.

Event description:
It was reported that the patient experienced high impedances on two spinal cord stimulation (scs) leads, resulting in inadequate stimulation and increased pain. The patient was admitted to the hospital and underwent a lead replacement procedure. The patient has recovered postoperatively, and the event has resolved. The devices were discarded by the medical facility.